Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the irda flex assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had illuminated its service led and would get stuck in the initial boot up cycle. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.